Manufacturer narrative:
A pump manifold assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the film of one of the check valves was not seated properly on the valve body. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to the film component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator failed the system leak test. There was no patient involvement at the time of the event. The field service engineer (fse) confirmed the reported issue. The pump manifold assembly was replaced. The unit passed all testing and operates within the manufacturing specifications.